Event description:
It is reported during the pt's 6 week check up, the surgeon noted that the humeral head has rotated. The surgeon will monitor the pt due to her age and a revision is not planned. The humeral stem was recalled after the device was already implanted on (B)(6) 2009.

Manufacturer narrative:
Evaluation summary: no product was returned. This device was implanted prior to the recall. This item was recalled due to an undersized, nonconforming taper that may not enable mating components to lock into place. It seems from the product experience report that this implant possess the same nonconformance, however the implant was not returned for evaluation due to being implanted in the pt. The surgeon is aware of the recall and will monitor his pt closely for any pain or other unusual events; however, he will not remove the device at this time. The surgeon provided x-rays of the most recent follow-up visit; however previous x-rays were not provided for comparison. It cannot be determined from the x-rays if the humeral head has rotated about the taper of the humeral stem. Evaluation codes: this device was recalled under zimmer recall number 1822565-09/18/2009-014-r. The recall has been completed. Note that all of the 8 returned devices were conforming and would allow the mating components to lock into place.